Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had fog free system error e104. This issue was discovered during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that subject device had fog free system error e104. This issue was discovered before an unspecified procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, the protector of the video cable section was cut, and the outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the tesu board was broken and therefore error 104 occurred. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.